Event description:
The realize band cuff migration was discovered during a surgical procedure to remove the gastric band. It was related to the slippage of the band that caused complications and was unrelated to the cuff migration. The ethicon endo-surgery recently notified the facility of a voluntary recall of the realize adjustable gastric band related to cuff/sheath migration.